Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17562056 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During an interventional endovascular procedure, a 155 cm. Saber rx 5 mm. X 15 cm. Balloon catheter (bc) was delivered to the target lesion to post-dilate the previously implanted smart stent and it ruptured at around its nominal pressure. The product was successfully removed from the patient. Another different size saber bc was used to complete the procedure successfully. There was no reported patient injury. The same product/bc was used to pre-dilate the target lesion twice prior to implantation of the smart stent. The lesion was the superficial femoral artery.

Manufacturer narrative:
During an interventional endovascular procedure, a 155 cm. Saber rx 5 mm. X 15 cm. Balloon catheter (bc) was delivered to the target lesion to post-dilate the previously implanted smart stent and it ruptured at around its nominal pressure. The product was successfully removed from the patient. Another different size saber bc was used to complete the procedure successfully. There was no reported patient injury. The same product/bc was used to pre-dilate the target lesion twice prior to implantation of the smart stent. The lesion was the superficial femoral artery (sfa). Additional information received indicated that the approach for the procedure was contralateral and retrograde. The sfa target lesion was reported to be: severely calcified, not tortuous, and a 100% stenosis. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). Non-cordis contrast and a non-cordis inflation device were used for the procedure. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. No additional information is available. One non-sterile unit of saber rx 5mm15cm155 was received coiled inside a plastic bag. Balloon was already inflated. No damages were observed on the device. Pressurized water was applied to the catheter using an indeflator (lab sample), and a leakage was observed in the balloon. The unit was sent to sem analysis in order to analyze the potential cause of leakage. Sem results showed that the external surface of the balloon presented evidence of scratches and abrasion marks near the balloon¿s axial burst condition, and it is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the axial burst condition found on the received balloon. The internal surface of the balloon did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17562056 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the balloon burst could not be conclusively determined during analysis. Based on the information available for review, vessel characteristics of the sfa (severe calcification with 100% stenosis) procedural/handling factors may have contributed to the reported event as evidenced by the scratch marks and abrasions found during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.